Event description:
It was reported that a minimum fill notification occurred however, tandem technical support (cts) was unable to verify how many units of insulin were loaded during the load sequence. There was no adverse impact to the customer¿s blood glucose level. The customer re-loaded the cartridge to resolve the issue.